Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had a sensor glucose versus blood glucose differences, bent sensor cannula and calibration error. Customer's blood glucose level was 112 mg/dl. After the troubleshooting was done, the customer was advised that the sensors would be replaced and agreed to return the product for analysis.